Event description:
Country of complaint: (B)(6). Smoke development at the proximal end of the jaw. Surgeon used a new caiman to finish the surgery. Indication unk, no further problems, no prolongation or deviation to the scheduled surgery. Component in use: gn200 / lektrafuse hf generator bipolar serial number (B)(4).

Manufacturer narrative:
(B)(4). Manufacturing site evaluation: visual and mechanical inspection. The caiman arrived clean without any packaging. Parts of the jaws were burned, in particular, the insulation of the upper jaw was burned. Also, the insulation tongues showed indications of heavy burns/damage. Functional testing the resistance was measured three times: jaws closed, with contact material: 2.1 ohm (target <= 4 ohm); jaws closed, without contact material: 2.6 ohm (target: infinite); trip circuit: 8 ohm (target: <= 150 ohm). Results of test 1: both sliding contacts of the handpiece are working well. Results of test 2: insulation of the jaws is not functioning. Sealing with open jaws: "regrasp open" ; indicates correct function; sealing with closed jaws: "regrasp short" ; indicates incorrect function; sealing with a wet tissue between the jaws: "regrasp short" ; indicates incorrect function. Conclusion: the burned areas were caused by leakage currents, which inoccurred due to contamination during use. There has been a design change initiated for this device. The generator that was returned for evaluation was found to be according to specification.

Manufacturer narrative:
(B)(4). Mfg site investigation: eval on-going.